Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A cystoscopy was performed and it appeared that the cuff was the right fit for the patient. The physician did not want downsize the cuff as a smaller component could lead to retention; therefore, a new balloon was implanted when the procedure was performed. The previous balloon was low on pressure as the urethra looked tighter with the new component.